Event description:
It was reported that during a da vinci-assisted simple prostatectomy procedure, multiple errors on the integrated electrosurgical unit (iesu) were displayed upon booting up the generator. Prior to the calling an intuitive surgical, inc. (Isi) technical service engineer (tse) for assistance, the customer had already restarted the iesu but the issue persisted. The tse reviewed logs and confirmed all the errors pointing to the iesu. The tse guided the customer to disconnect everything from the iesu and try restarting but the issue persisted at boot up. The tse confirmed that the customer did not have force triad generator. The procedure was converted to open surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced the iesu to resolve the generator errors. The system was tested and verified as ready for use. Isi has not received the iesu involved with this complaint to perform failure analysis. A review of the site's system logs for the reported procedure date revealed several generator errors.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was analyzed and found to have errors. The logs confirmed the same errors. A visual inspection was performed, and the unit had no significant scratches or dents. The front bezel was in decent condition. The errors occurred on start-up on the iesu that was placed on a test system and was run in normal mode.